Event description:
The physician was performing a right m3 clot retrieval utilizing a penumbra system reperfusion catheter 026 and penumbra system separator flex 026. After the physician introduced the separator, significant resistance was encountered in the catheter due to the vessel tortuosity. As the physician began to manipulate the throws of the separator, the device fractured near the proximal end of the separator close to the step up 0.018 segment. The separator is being returned for analysis alone without the reperfusion catheter.

Manufacturer narrative:
Only the distal section of the separator was returned for evaluation. The returned portion of the separator is 147 cm in length. The break is in the region of the proximal taper grind. The broken end shows approximately a 90 degree bend prior to the break. The damage reported in the complaint is confirmed. The break in the separator likely occurred due to the significant vessel tortuosity and resistance observed by the physician during the procedure. If during manipulation the physician advanced the separator against the resistance, the separator may have bent in the region of the proximal taper grind, fatiguing the wire and eventually leading to the break.